Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found an insufficient seal of more than 0.5 mm on the outer tray.

Event description:
It was reported that during implant there was a sterility violation noted on the packaging of the pulse generator. Another device was used.